Event description:
A user facility reported to olympus the scope is bent 7¿ from the distal end of telescope "ultra", 5.4 mm, 0°. There was no delay or patient harm reported due to the event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During device evaluation, it was confirmed that the outer tube was bent. It was also noted minor scratches on the distal edge and the lens in the optical system was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correct field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified fault patterns indicate a cause due to excessive use. The reported issues were most likely attributed to the use of excessive force by the customer, as well as excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.